Manufacturer narrative:
Batch review performed on 02 july 2020: lot 136221: (B)(4) items manufactured and released on 21-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting pain due to an aseptic loosening of the stem. 5 years and 11 months after primary the surgeon revised the medacta stem and head with another company's product and revised the medacta liner with a medacta liner. The surgery was completed successfully.